Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture. Pacing was not delivered when required. There was no asystole greater than 2 seconds. An invasive procedure was performed to abandon the rv lead and to explant this device. The device was explanted due to the high outputs diminishing the battery longevity. The physician chose to replace the device at the time of the procedure in order to avoid another procedure in the next few years. No adverse patient effects were reported.